Manufacturer narrative:
Method: device not returned.

Event description:
Diffuse in-stent restenosis on the proximal and mid to distal portions of the stented lesion, showed high grade restenosis (90-95%).